Event description:
It was reported that during a lobectomy procedure that there was an abnormal sound at the 2nd firing. Distal part of the staple line had malformed staple. Another device was used to complete the case. There was no adverse patient consequence.